Manufacturer narrative:
(B)(4). Date sent: 11/10/2020. Additional information was requested, and the following was received: no additional information was obtained during a follow up conversation with the pa.

Manufacturer narrative:
(B)(4). Only event year known: 2020. Batch # unk. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide a timeline of events. Can additional information be provided about patient having poor nutrition? What was observed in the reoperation? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation? If so, please describe the shape and location.

Event description:
It was reported that post-operative the patient had a total anastomotic break down. Unknown how long after the procedure. The patient had cancer and it was not do to diverticulitis. There was some question about the patient having poor nutrition. The donuts looked good and the patient passed the leak test.